Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the tip cover accessory as it was discarded by the user. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: the tip cover fell into the patient and even though it was retrieved without patient harm, at this time it is unknown if was due to user mishandling/misuse.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tip cover accessory fell into the patient and was retrieved. There was no report patient harm, adverse outcome or injury.